Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during sample evaluation. No defects were observed during visual inspection. The returned sample was tested underwater and the sample's analysis showed a leak, due to a hole in the burette chamber. The root cause was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Event description:
The facility's head nurse reported to baxter (B)(4) that a buretrol IV solution administration set had leaked. This occurred during use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information at this time.